Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer reported that the customer states that their upholstery is sagging, the arm pads are splitting, and the side guard on the armrest cracked.